Event description:
Literature was reviewed regarding this study aimed to evaluate the incidence and predictors of severe hemolysis, defined as haptoglobin depletion, and acute kidney injury (aki) after pulsed field ablation (pfa) using two different systems under prophylactic hydration. A total of fourteen patients experienced complications associated with the catheter. Six patients with aki who required rehospitalization or prolonged hospital stays, two patients developed cardiac tamponade, two patients had vascular access complications, one patient had worsened heart failure, two patients had intraprocedural transient coronary spasm and one patient had an atrioventricular block. The status of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Six patients with aki who required rehospitalization or prolonged hospital stays, two patients developed cardiac tamponade, two patients had vascular access complications, one patient had worsened heart failure, two patients had intraprocedural transient coronary spasm and one patient had an atrioventricular block. The baseline gender/age characteristics is male/68 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: acute kidney injury and haptoglobin depletion after pulsed field ablation: impact of device type under routine hydration protocol circulation: heart rhythm. 2025; https://doi: 10.1016/j.hrthm.2025.12.009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.